Event description:
Adverse event: swelling of the right knee. On (B)(6) 2012 - an (B)(6) male patient received artz dispo injection with xylocaine to the right knee for osteoarthritis. On (B)(6) 2012 - he developed swelling of the right knee. On (B)(6) 2012 - he was transferred to the hospital of university. Irrigation and synovectomy were performed under arthroscopy. His fluid was cloudy yellow with floaters. On (B)(6) 2012 - he recovered. His culture test result was negative. The injection physician considered that the event was possibly related to the artz dispo because of no other possibility.

Manufacturer narrative:
This case was one of the similar six cases reported from a same facility. We are now investigating this case. Additional lot number: 2ad26p.